Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse did replace the master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the left master tool manipulator (mtm) movement was sluggish. The customer was unable to perform tests on the system. The customer elected to use the second surgeon side console (ssc) to continue with the procedure. The procedure was completing as planned with no reported injury.